Manufacturer narrative:
Analysis of the ins (model 37712, serial# (B)(4)) determined that the device had no significant anomaly, but that it had a reduced capacity due to having entered an overdischarged state for the second time. Analysis of the lead (model 3778-60 lot# serial# (B)(4)) determined that the #2 conductor had broken 22.6 cm from the distal end, where there was an impression in the outer insulation indicating that a suture had been tied directly to the lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider via a company representative reported the patient had a return of pain and uncomfortable sudden increase in stimulation during usage. The cause of this issue was unsure. X-rays of the leads was performed at an unknown date. According to the patient, the managing physician reported to her that the lead location was not identifiable. The stimulator and leads were completely explanted and a pump was implanted. The issue was resolved at the time of the report. If additional information is received, a follow-up report will be sent.